Event description:
It was reported that a 4th-degree pressure sacral ulcer in a patient presenting urinary and fecal incontinence was treated with microdacyn, a silver dressing and a sponge with a transparent seal and nwpt, and before 48h the urine caused the dressing with the soft port to fell off and the wound was contaminated.  The wound was cleaned with microdacyn. The dressing, the sponge and the transparent seal were removed and ulcoderma was applied. The wound was sealed with a hydrogel dressing.  The person that was hired to do the cleanings to the wound removed all the products mentioned and cleaned the wound with saline and as stated by the patient's son "s+n pink sponge" scrubbed the wound and sprayed it with microdacyn and with nonsterile clamps and a scalpel cut a fibrin patch, the area was sprayed with microdacyn again and a silver dressing was placed and above it an allevyn gentle dressing.  By the night of that same day, the dressing was beginning to fall off. The next day the person paid to clean the wound called the patient's son to say that the pump was needed in another place and that a replacement for the patient was going to be delivered later. The wound was showing signs of deterioration.